Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the customer's most recent charge during troubleshooting with tandem technical support was unable to confirm the reported issue. Reportedly, the customer only charged the pump when the battery gauge reaches 10%. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.